Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. It was reported that an adult patient was using a pediatric receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient used pediatric receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Brand name - correction. Model number - correction. Catalog number - correction. Lot number - correction. UDI number - correction. Device available for evaluation - additional. Initial reporter information - additional. Correction/additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of a permanent out of range signal was confirmed.